Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received with a plug, no needle. No defect observed to syringe."

Event description:
Health professional reported that a syringe of juvéderm voluma® xc had a ¿rupture of a needle¿ where the needle disengaged during injection. No injury occurred to the patient or injector. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that a syringe of juvéderm voluma® xc had a ¿rupture of a needle¿ where the needle disengaged during injection. No injury occurred to the patient or injector. Packaged needle was used.